Event description:
Surgeon went in for it band irritation due to a portion of the implant migrating out of the bone. About a 15mm portion of the implant seemed to have migrated out of the bone. During second surgery, the implant showed no resistance when surgeon removed. The pt at this time was fully healed and is doing well.